Event description:
A (B)(6) female admitted after suffering injuries in a motor vehicle accident. The patient was intubated at the scene of the accident and transported to the hospital. The patient was admitted to the ICU on (B)(6) 2008 for further treatment and management. The physicians caring for this patient had no problems oxygenating the patient until (B)(6) 2008. Physicians were unable to determine the reasons why the patient could not be oxygenated resulting in a bronchoscopy, administration of IV steroids, and chemically paralyzing the patient. On (B)(6) 2008, the physician requested the ventilator be checked and at that time it was discovered that the ventilator was only delivering 21% fio2 instead of 100% as programmed on the ventilator. The ventilator was removed from service but the problem was not able to be re-produced. The patient suffered no known injury and has since been discharged to a rehabilitation facility.